Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation, on the visual evaluation of the device, it appeared to be bloody and the compound rupture has noted at the center of the balloon. No anomalies noted. Under the microscopic observation confirms the compound rupture by removing the fibers on the balloon, no functional evaluation performed due to the condition of the device. Therefore the reported balloon rupture as confirmed as the compound balloon rupture noted at the center of the balloon. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 35 atm. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 35 atm. There was no reported patient injury.